Event description:
Healthcare professional reported left-side deflation and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: deflation: no observed openings on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: brown particles observed inside the device. No further actions are required as no manufacturing issues are observed clarification to d.9. Returned to mfg on: the device has not been returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left-side deflation and capsular contracture baker grade iii. The device has been explanted.